Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Subsequently, the patient presented to the hospital symptomatic on (B)(6) 2016 where a type 3a endoleak was identified. Physician implanted two infrarenal aortic extensions to bridge the separation and a non-endologix stent was also implanted mid graft to address a kink. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the type 3a endoleak, the secondary intervention, and the placement of a non-endologix stent. Additionally there was evidence to reasonably support the following observations; in 2014 the patient had a fem-fem by pass procedure, at 45 months post implant: right side rupture of the aorta, sma with occlusive emboli, sma embolectomy, mesenteric ischemia/necrosis, a right hemi colectomy, acute renal failure secondary to contrast induced nephropathy, renal infarcts, hematoma right common femoral artery, hypotension requiring medical intervention, severe bleeding, and right femoral artery repair. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and antiplatelet therapy.